Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: on investigation, the pump powered on without functioning auditory tone. The alleged ¿no sound¿ complaint was duplicated. The pump was opened for further investigation and revealed the audio tone component was misaligned with the component¿s contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen dim and discolored during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the vibratory function was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.